Event description:
Customer reported, unexpected negative reactions with some s positive cells on capture-r ready-ID, lot #id092 when performing antibody ID testing on the echo with a patient sample containing anti-e and anti-s.

Manufacturer narrative:
Product was expired at the time of the complaint. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.